Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colectomy on the third or fourth firing the staff went to remove the reload and found that the reload came out in an "l" shape and the anvil was bent. The staples were formed properly and the staple line was complete. A second like device was used to complete the procedure with no patient consequences.